Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue; battery cap damaged, yellow o-ring is visible when placed on pump, unable to tightened battery cap, top of the cap is worn; battery cap has never been replaced; battery compartment is cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2017 with the following findings:.black box shows multiple power on reset events. Battery compartment is cracked at threads above and below the grip pad. Returned battery cap threads are stripped, the cap was unable to fit to maintain electrical connection. Reported ¿power¿ complaint is duplicated. Test cap was used and no further power interruption occurred during the investigation. Pump¿s cover was removed; no intermittent condition was found to the power printed circuit board.